Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/23/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: a review of the pump history showed that the pump was manually suspended on 11/09/2014 at 11:18 and manually resumed at 12:20. The last basal and bolus deliveries were made on 11/14/2014. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump¿s total daily dosage¿s added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within the required range and delivering accurately. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found.